Manufacturer narrative:
The investigation determined that lower than expected vitros ca results were obtained from a single linearity sample samples using two vitros ca slide lots on a vitros 350 chemistry system. The investigation concluded that the most likely cause of the lower than expected vitros ca results was related to an unknown cap linearity sample issue. Although vitros 350 system performance tests were not performed, there was no evidence to suggest the vitros 350 system malfunctioned. Historical vitros ca quality control results exhibited acceptable performance of vitros ca slide lots 0332-0532-1134 and 0337-0538-6119. There was no evidence to suggest the reagent malfunctioned.

Event description:
A customer obtained lower than expected vitros ca results from testing a (B)(6) ln2bv-b 2016 chemistry/lipid/enzyme calibration verification/linearity fluid when compared to the peer mean using a vitros 350 chemistry system. Sample ln-31 vitros ca result 9.15* and 9.4* mg/dl versus peer mean 12.08 mg/dl. The investigation cannot rule out or confirm that patient results could not be similarly affected. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).